Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved by replacing and calibrating the r2 architect, probe (list number 08c94-47). Based on all available information and abbott diagnostics' complaint investigation, no product deficiency was identified.

Event description:
The customer observed a falsely elevated troponin on the architect i2000sr analyzer. The following data was provided: sid (B)(6) initial 31, repeated on a new sample sid (B)(6) <5, <5. There was no impact to patient management reported.